Event description:
Related manufacturer report number: 2017865-2024-03773. During an in-clinic follow-up, myopotential oversensing was detected on the right ventricular (rv) and right atrial (ra) lead. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that was diagnostic testing was performed no anomalies were observed. The device was reprogrammed to resolve the event.